Manufacturer narrative:
This report is for 3 aortic ruptures reported to have occurred in patients with sapien 3 valves. The date of the events is unknown. According to the article all implants were completed between (B)(6) 2012 and (B)(6) 2017. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. There is insufficient information to determine the cause of the exact cause of the reported aortic ruptures, but may have been due to patient and or procedural factors not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference: di, d. Stefano, et al. "Impact of horizontal aorta on procedural and clinical outcomes in second-generation transcatheter aortic valve implantation." Eurointervention: journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology 15.9 (2019): e749-e756.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) through the review of the medical article: " impact of horizontal aorta on procedural and clinical outcomes in second generation transcatheter aortic valve implantation¿, a study was performed to evaluate the impact of horizontal aorta (ha) on device success and short-term clinical outcomes of transcatheter aortic valve implantation (tavi). The authors retrospectively assessed 547 consecutive patients treated with transfemoral second-generation non-balloon expandable valves (n = 447) and balloon expandable sapien 3 (n = 100) valves for symptomatic severe aortic stenosis between march 2012 and december 2017. The following events were identified during the study period for patients with sapien 3 valves: 3 aortic ruptures 1 coronary obstruction 15 new pacemaker implantations 2 strokes at 30 day follow up.

Manufacturer narrative:
This is one of four reports being submitted for this article. Please reference the following manufacturer numbers: 2015691-2020-10152, 2015691-2020-10154, 2015691-2020-10155, 2015691-2020-10156.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.